Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07899 and 2134265-2017-07605. It was reported that pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an unknown imaging catheter and pullback sled to view the target lesion. During procedure, imaging can be perform. However, automatic pullback failed. The issue was not resolve after rebooting. The procedure was completed by manual pullback. No patient complications were reported.